Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported event. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional watchman procedure. No femoral angiogram was taken. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the procedure was completed. Reportedly post procedure, the knot of the first proglide device was successfully advanced with no device issue reported; however, when cutting the suture of the second proglide device, the suture came out of the anatomy. The suture of the first device successfully achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. No additional information was provided.